Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-04238 for the other associated device info. It was reported to boston scientific corp that two trapezoid rx lithotripter compatible baskets were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009 (B)(6). According to the complainant, during the procedure, the sheath of the device moved along the wire preventing insertion of the device into the duct. A second trapezoid rx lithotripter compatible basket device was inserted and the same event occurred. The procedure was completed with another MFR's device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).